Event description:
Patient was revised to address a loose femoral component.

Manufacturer narrative:
No product was returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device loosening. It was noted the device was implanted for approximately 11-1/2 years prior to revision. No evidence was found suggesting product error was contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at the time. Should the product and/or additional information be received, the investigation will be re-opened.